Event description:
Customer reported that no reactivity was observed with a patient sample containing anti-d when tested against vra156. Sample had initially been tested with another manufacturer's product and positive results were obtained. Customer repeated testing with vra156 and positive results were observed. Customer indicated that they are confident that the issue may have been due to tech error and not a failure of the product.

Manufacturer narrative:
Customer performed repeat testing and positive results were observed. Customer stated that they believe negative results were due to tech error - not the product. (B)(4).